Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the bottom of the drainage catheter was broken. As a result, the device was replaced with another one to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.